Manufacturer narrative:
This complaint file was reviewed by the clinical analyst, who stated the following: ¿the customer reported that during the start of the second case on the list, the surgeon felt the system was not behaving as normally. There was no aspiration and no phaco. The system was re-primed and the phaco handpiece was re-tuned. The surgeon attempted to phaco again. The surgeon felt it did not resolve as there was no aspiration. The settings were altered and possibly changed to linear phaco setting. The customer could not recall if the system was making the correct sound. The phaco cassette, tip and phaco handpiece were changed and re-primed. The set up testing passed. The surgery commenced and the surgeon noticed a corneal wound burn had occurred during the sculpt mode of phaco. The surgeon did not recall hearing the tip occlusion warning sound during the phaco (but does recall hearing it when testing the handpiece outside the eye). Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ no further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).

Event description:
A nurse reported that the surgeon noticed that there was no aspiration or phacoemulsification during a cataract with intraocular lens procedure. The surgeon noted that the patient experienced a corneal burn. Additional information was requested

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).